Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl; cause was unknown. Customer drank apple juice to address bg. Customer declined to further troubleshoot with tandem technical support, therefore no additional information could be obtained.